Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was unable to issue sodium chloride. The customer reported that the issue occurred when dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the item assigned to bin did not trigger a drawer to open. A technical support specialist (tss) mentioned that the unlocked box was removed, leaving only a locked box with its key stored inside the cabinet. The mql key combos showed no key linked to the item. The customer was informed and advised to contact the pharmacy to link the key. The customer confirmed with the pharmacy to have the key linked to that item. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the user was unable to issue sodium chloride. The customer reported that the issue occurred when dispensing medications to the patient. However, there were no adverse events or injuries reported based on this event.